Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a sensor end alert. Customer reported that the sensor did not last the expected amount of time. Customer also reported that her skin was bruised under the tape. Blood glucose level was 237 mg/dl at the time of the call. No further information was provided.